Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event is unknown.

Event description:
It was reported that patient underwent unspecified spinal surgery at levels th10-iliac on (B)(6) 2014. On (B)(6) 2015, a patient underwent the implant removal surgery because the screw below l4 level had been getting loose.